Event description:
This case involved a left-sided lead extraction to remove a functional advisory lead and device upgrade. The rv lead sjm #1571 (implanted 98 months) was prepped with an lld and a 14f glidelight laser sheath was selected for the extraction. The progress of the 14f stalled on the lead, so the physician upsized to a 16f. A change was noted in the patient's hemodynamic status after the use of the 16f glidelight. An injury to the svc was noted on tee and surgical intervention procedures were implemented. The patient did not survive the intervention.